Manufacturer narrative:
Due to indications of an out of box failure, the incident was determined to be reportable.

Event description:
It appears that the wiring on the front panel is not correct. This was an out of box failure.